Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: -catalog#: 010000663 g7 pps ltd acet shell 52e lot#: 6736723 -catalog#: 01.06010.006 avenir muller stem 6 standard lot#: 3039609 -catalog#: 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 lot#: 3053095.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received, however, the event could not be confirmed. Findings: general, asa 3. Gamma im nail removed. Tha placed with no intraop complications dictated. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after several attempts, the liner would not fit into the cup. The liner was scrapped. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.